Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 22x70/10fr uni plus 75cm wallstent® endoprosthesis was advanced to treat the lesion. After the stent was recaptured, the stent was damaged. The procedure was completed with a different device. No patient complications were reported.